Event description:
Initial result for a patient sodium was 140 mmol/l. When repeated, the result was 102, and a second repeat was 127. The incorrect results were not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.